Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the customer observed the error message ECG equipment failure displayed on the monitor. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. Monitor/defibrillators are life-saving devices, therefore the inability to monitor ECG will be considered a serious injury due to the serious deterioration of health that may result from a delay to monitor. Based on this the event will be considered a reportable event.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. The fse evaluated the device on site. The fse conducted the operation test which did not reveal any malfunction of the device. No problem detected and the device functions withing the specifications. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. No device problem identified.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the customer observed the error message ECG equipment failure displayed on the monitor. There was no patient involvement. This report has been updated from serious injury to product problem.